Event description:
The report received from the affiliate indicated that during an interventional neurological procedure, the physician reported that the two trufill dcs orbit mini coils used during the procedure stretched. The coil was in the aneurysm when it became stretched and remains implanted. The coil was in the excelsior 10 microcatheter (mc) when the stretching occurred and was pushed strongly into the aneurysm. The coil and microcatheter were successfully removed as a unit. The coil system was discarded. A prowler 14 microcatheter was used for the coil. There was no reported pt injury and no additional intervention was required.

Manufacturer narrative:
A description of the aneurysm and pt demographic info was not available/provided. A one on one relationship between the coil and mc verified with fluoroscopy prior to repositioning/withdrawal was not maintained. There was no reported resistance with either coil was repositioned/withdrawn. The coil was stretched when the physician attempted to frame the aneurysm again. The coil was stretched and was used as a second coil. The products are not available for eval and testing. Additional info will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report# 1058196-2009-00011.